Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, balloon burst inside customer. There was no injury. The patient felt a funny sensation when it popped. He has now been re-catheterised without any more problems.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found another complaint on this lot no.(tw 424787). Checking the quality databases revealed that bursting of silicone balloon is known. Unfortunately no sample is available for our evaluation. From experience, silicone balloon bursting could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so. No other corrective action will be implemented as the specific trend for balloon issue and this product family is considered acceptable.